Event description:
Customer reported a past low blood glucose (bg) event, the lowest bg level was 40 mg/dl. Cause was not known. Reportedly, the customer lost consciousness. Paramedics were called and they assisted the customer by providing a sugar drip. Technical support recommended the customer consult a healthcare professional for further advice. Customer understood the recommendation.